Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2015-20512, reference MFR. Report# 1627487-2015-20513. It was reported the patient experienced loss of stimulation. System diagnostics determined low impedances. X-rays taken revealed the leads have migrated. Additionally, the physician determined that the ipg was moving in the ipg pocket forcing the leads down. As a result, surgical intervention was taken to explant and replace the leads which resolved the issue. Reportedly, the patient had effective stimulation post-operatively.